Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01592 / 01593).

Event description:
During a procedure, the liner would not seat in the cup. Tissue and bone were cleared and the liner was attempted to be seated multiple times. Another liner was attempted to be used, however it would not seat in the cup after multiple attempts. The cup was removed from the patient. Another cup and third liner were used to complete the procedure. There was a 45 minute delay in procedure and the patient required a blood transfusion.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Review of device history and manufacturing records found no evidence of product non-conformance. Visual inspection shows evidence of scratches and deformation most likely from the customer attempting to seat the liners into the cup from is noted on the device. Dimensional measurement of the liners showed nonconformance to print specification due to surface deformed from when the surgeon attempt to seat these liners in the cup. A conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."